Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator was found in backup mode. Programming changes were performed. The patient was discharged from hospital.